Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 25mm aortic bioprosthetic valve, the valve was explanted and replaced with a valve of the same size and model. The reason for the explant was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic additional information that following weaning from cardiopulmonary by-pass, the transesophageal echo seemed to demonstrate valvular insufficiency. It was not clear as to whether it was because of a perivalvular leak or because of central valvular leakage. An additional incidence of cardiopulmonary by-pass was utilized with cardiac arrest. Additional sutures were placed around the annulus of the valve in the hope that this would alleviate the diastolic leak that was noted but the leak remained. Due to the difficulty investigating the leak further with the fully sutured prosthesis in place, the prosthesis was completely removed. Although a clear defect of the valve was not noted, it was felt prudent to replace the valve during this third period of arrest. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.